Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient received this pump around (B)(6) 2013 and has been using it without ever being trained on it. Patient reports blood glucose (bg) has been in the 400 mg/dl range since starting on pump, with large ketones severe increase thirst and urination, tired, and irritated. Per her medical history, her bgs prior to receiving the animas pump were in the 400 mg/dls. Her health care professional (hcp) has making adjustments in insulin settings without success. Patient has not previously contacted animas about issues, was trying to take care of the bg elevation on her own. Patient recently discontinued pump, date unknown, and her bgs have been normal since she went back to injections. Her hcp is aware she discontinued pump. Patient reports has been on an insulin pump in the past and never had issues. Patient denies abnormalities at the site, denies bleeding, knots, or irritation; blood in tubing or cannula, denies bubble or leakage at site or in cartridge compartment. Patient did not call in for troubleshooting and does not have pump in hand. She and her hcp do not trust current pump and are requesting a replacement. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. No defect found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.